Event description:
The patient underwent aortic valve replacement with this 23mm sjm trifecta valve. More than one year later, the patient presented with endocarditis due to staphylococcus epidermidis confirmed by blood culture. The patient was hospitalized and was given medication. The valve remains implanted.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.